Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. There was no patient or user harm reported. While evaluating the device, the se observed that the v60 ventilator had a misalignment in the touch position. The se replaced the touchscreen to resolve the issue.